Manufacturer narrative:
The nrc received the power management board from the supplier. The supplier stated that they could not confirm the customer complaint of the batteries not charging. The board passed testing. The nrc investigate the suspected power management board and no visual damage was observed. The technician then installed the power management board into cardiosave test fixture and it tested to factory specifications per cardiosave service manual and it passed testing. The board will be packaged and labeled and returned to stock as per procedure.

Event description:
It was reported that post use on a patient, when returning the cardiosave intra-aortic balloon pump (iabp) into the cart, the batteries were not charging once the iabp unit was plugged into ac power. There was no patient involved and adverse event reported.

Event description:
It was reported that post use on a patient, when returning the cardiosave intra-aortic balloon pump (iabp) into the cart, the batteries were not charging once the iabp unit was plugged into ac power. There was no patient involved and adverse event reported.

Manufacturer narrative:
The suspected faulty power management board was returned to getinge¿s national repair center (nrc) for evaluation. A senior technician evaluated the power management board and no visual damage was observed. The technician then installed the board into the cardiosave test fixture and it tested to factory specifications per cardiosave service manual. The nrc could not verify the failure of the unit not charging the batteries. The power management board passed testing. The senior repair technician sent the board to the supplier for failure analysis as per procedure. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and noted that the batteries were fully charged and could not duplicate the reported issue; however, once the batteries were removed the iabp unit would shutdown while plugged into a/c power. The stm replaced the batteries and reseated the cables and connections for the cart power supply and power supply monitor. The stm tested the iabp unit while running on a/c power with the batteries removed and noted that the iabp unit remained on while testing was performed. Subsequently, the batteries were inserted and were observed to charge normally. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use; however, prior to returning to use, the customer observed the issue again. The stm escalated the issue to a getinge service operations specialist (sos) and returned to the customer¿s site at a later date. As per instructions from the sos, the stm replaced the power slot interface and the cart wiring harness but the customer¿s reported issue still occurred. The stm observed that the power supply breaker was no longer resetting and replaced the power supply which did not correct the issue. The stm returned at a later date and replaced the reel ac power cord, power management board, and cart wiring harness. However, during the wiring harness replacement a helium leak was created and the knob helium tank valve, multiple helium assembly tubing, and high pressure helium tubing assembly were replaced to repair the helium leak. Subsequently, the stm returned at a later date to perform further testing and observed the ac power cart cable to backplane may be the cause of the customer¿s reported issue. The stm ordered the part and returned the next day to replace the ac power cart cable to backplane and no further issues were observed. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that post use on a patient, when returning the cardiosave intra-aortic balloon pump (iabp) into the cart, the batteries were not charging once the iabp unit was plugged into ac power. There was no patient involved and adverse event reported.